Event description:
The pt underwent an elective outpatient fistulogram this morning. As part of the procedure, a 4f microaccess catheter fractured, the tip of which was retained in the pt. By ultrasound a fragment was noted in the soft tissue extending into a pseudoaneurysm, though not the body of the fistula itself. Extensive angiography did not reveal any emboli. The pt will be observed overnight and transplant surgery consulted. There was a concern for a retained foreign body from the vascular access sheath. At this time, a repeat ultrasound of her left upper extremity reveals no evidence of a retained foreign body. Given these findings, we would not recommend any surgical intervention at this time. We have instructed the pt she should continue to monitor her site for any evidence of infection including but not limited to fever, erythema over her fistula site, drainage, which she has been educated about.